Event description:
A physician reported that following an intraocular lens (iol) implant procedure, after the lens implantation and emmetropia, the patient received vision of 0.3 and 0.4 in the distance. The patient corrects at 0.5 and with correction visual acuity in both eyes is 1.0, the surgeon has performed additional correction with an excimer laser.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).